Event description:
It was reported that during an angioplasty procedure in the right iliac artery via ipsilateral femoral artery, the stent graft failed to deploy. It was further reported that the delivery rod was broken with the inner catheter exposed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. Based on the evaluation of a picture, a deployment failure cannot be confirmed because the distal end of the system including stent graft is not visible; elongation indicating high release force is not visible on the outer sheath. Furthermore the metal pusher was withdrawn from the delivery system in proximal direction which indicates a motion oppositional to the release motion. The reported issue cannot be re produced which leads to inconclusive evaluation result. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: d4 (expiry date: 08/2024), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure in the right iliac artery via ipsilateral femoral artery, the stent graft failed to deploy. It was further reported that the delivery rod was broken with the inner catheter exposed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the right iliac artery via ipsilateral femoral artery, the stent graft failed to deploy. It was further reported that the delivery rod was broken with the inner catheter exposed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the evaluation of the sample, the metal pusher was withdrawn from the delivery system in proximal direction which indicates a motion oppositional to the release motion. The reported issue cannot be reproduced which leads to inconclusive evaluation result. Therefore, based on the provided information, the investigation is inconclusive for deployment failure leading to break. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. The instructions for use describes the pull back motion by stating: 'pull back on the y-injection-adapter slowly full release of the stent graft is achieved when the tuohy-borst valve touches the handgrip'. D4 (expiry date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.